Event description:
Complainant alleged that during biomed testing, the device displayed a " self check failure 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to water ingress. During internal inspection of the device, fluid was observed inside the smart pneumatic module (spm) board tubing as well as on the mix flow manifold and compressor. The spm board, mix flow manifold, and compressor will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.